Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the reported analyzer issue; the analyzer passed functional testing. (B)(4).

Event description:
It was reported analyzer was non functional. The analyzer was returned for repair. No patient complications have been reported as a result of this event.